Manufacturer narrative:
Date of this report:16jul2019. Date rec'd by MFR: 08jul2019. The manufacturer¿s field service engineer (fse) remotely confirmed the reported oxygen accuracy test failed issue. The manufacturer¿s field service engineer (fse) remotely recommended to replace the flow sensor to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. Remote troubleshooting.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20may2019. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator failed the oxygen accuracy test (pvt test 7). There was no patient involvement.

Manufacturer narrative:
Date received by manufacturer: 11 november 2019. Date of this report: 14 november 2019 . The part was returned to the manufacturer for failure investigation (fi). The defective on the air flow sensor printed circuit board assembly (pcba) created the air/ o2 flow accuracy test and oxygen (o2) accuracy test to fail.